Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the cd drive cannot be read.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: hd drive 9734699 cd/dvd-rw sata beige h3) onsite functional and visual examination was performed by a manufacturer representative. The cd drive was confirmed to be malfun ctioning. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the cd drive was returned for analysis. Functional testing determined that the drive was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.